Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and loss of communication between pump and transmitter. The customer reported blood glucose value of 449 mg/dl. The customer treated hyperglycemia with insulin pump. The event involved product(s) mmt-1780kl, mmt-396a, mmt-7020a. Troubleshooting was performed and and found sensor was updating. It was unknown if the insulin pump system was used within 48 hours or if auto mode was active at the time of high blood glucose event. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for mmt-396a. No product return is required for mmt-7020a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm or motor error alarm noted during testing. The pump was communicated properly with a cell phone. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. Motor passed the motor test outside of the device. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case along the side of the battery tube. In summary, pump passed all required testing. Unable to verify customer complaint for high bgs. No com pump to xmtr not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.